Event description:
Additional information was received indicating a different model intraocular lens(iol) was implanted in the patient¿s fellow eye on the same date. Since the exchange patient outcome is reportedly good.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11. Device was returned and evaluated. Conclusion of the event remains the same.

Event description:
It was reported that approximatively 2 month after implantation of an intraocular lens (iol) into the left eye, the iol was exchanged with a different model iol due to uncomfortable glare and poor vision. The patient outcome is reportedly good. In the surgeon¿s opinion the most likely cause of the event was iol defect.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.